Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced cracked tubes. The following information was provided by the initial reporter. The customer stated: "problem encountered: fault in sst 16x125 10ml tubes from batch 0310440-2021-10-31: tubes cracked on the side or on the bottom (5 identified to date), 3 of which were used and leaking had to be discarded. Tube containing 1 other tube (only 1 identified to date)." Additional information received 2021/04/01 I am informing you of our complaint concerning defects on the sst tubes. Here are the details: problem encountered: fault in sst 16x125 10ml tubes from batch 0310440-2021-10-31: tubes cracked on the side or on the bottom (5 identified to date), 3 of which were used and leaking had to be discarded. Could you please inform me if there were any consequences for the patient or medical staff? The first 2 tubes were used, on seeing the leak (blood flowing under the tube), the sampling was interrupted. The other tubes were discarded before use as we have reinforced the vigilance of our staff on this risk. Did the staff come into contact with contaminated blood? No, thanks to our 2 pairs of gloves. One of the micro-cracked tubes was centrifuged, as it was not identified, it did not break, but it did leak, soiling the centrifuge."

Manufacturer narrative:
H.6. Investigation: bd received 2 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for 'scratched tube and tube-in-tube defect' with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for 'scratched tube and tube-in-tube defect' with the incident lot was not observed as all product specifications were met. The root cause of the scratched tube is an equipment jam at the tube unscrambler manufacturing process. The root cause of the tube-in-tube defect is inadequate purging of the supersack storage container used to store and transport tubes from the injection molding department to the tubes department. The smaller tube on the inside of the larger tube was the previous catalog number ran on the line before the reported complaint batch. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced cracked tubes. The following information was provided by the initial reporter. The customer stated: "problem encountered: fault in sst 16x125 10ml tubes from batch 0310440-2021-10-31: tubes cracked on the side or on the bottom (5 identified to date), 3 of which were used and leaking had to be discarded. Tube containing 1 other tube (only 1 identified to date)" additional information received 2021/04/01. I am informing you of our complaint concerning defects on the sst tubes. Here are the details: problem encountered: fault in sst 16x125 10ml tubes from batch 0310440-2021-10-31: tubes cracked on the side or on the bottom (5 identified to date), 3 of which were used and leaking had to be discarded. Could you please inform me if there were any consequences for the patient or medical staff? The first 2 tubes were used, on seeing the leak (blood flowing under the tube), the sampling was interrupted. The other tubes were discarded before use as we have reinforced the vigilance of our staff on this risk. Did the staff come into contact with contaminated blood? No, thanks to our 2 pairs of gloves. One of the micro-cracked tubes was centrifuged, as it was not identified, it did not break, but it did leak, soiling the centrifuge."

Manufacturer narrative:
The following fields have been updated with additional information. D.11. Device available for eval? Yes. D.11. Returned to manufacturer on: 05/05/2021. H.3. Device return to manuf?: yes.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced cracked tubes. The following information was provided by the initial reporter. The customer stated: "problem encountered: fault in sst 16x125 10ml tubes from batch 0310440-2021-10-31: - tubes cracked on the side or on the bottom (5 identified to date), 3 of which were used and leaking had to be discarded - tube containing 1 other tube (only 1 identified to date)" additional information received 2021/04/01 I am informing you of our complaint concerning defects on the sst tubes. Here are the details: problem encountered: fault in sst 16x125 10ml tubes from batch 0310440-2021-10-31: - tubes cracked on the side or on the bottom (5 identified to date), 3 of which were used and leaking had to be discarded - could you please inform me if there were any consequences for the patient or medical staff? The first 2 tubes were used, on seeing the leak (blood flowing under the tube), the sampling was interrupted. The other tubes were discarded before use as we have reinforced the vigilance of our staff on this risk. - did the staff come into contact with contaminated blood? No, thanks to our 2 pairs of gloves. One of the micro-cracked tubes was centrifuged, as it was not identified, it did not break, but it did leak, soiling the centrifuge."